Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot# 0209894187, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information received from the healthcare professional (hcp) via a manufacturer representative (rep) for a clinical study reported important pollakiuria on (B)(6) 2017 during the day and the night. There was also a report of a lead malfunction issue without additional information. Factors that may have led or contributed to the issue remain unknown. Interventions include a lead replacement on (B)(6) 2018. The event was resolved on (B)(6) 2018. Relevant medical history includes idiopathic urinary incontinence since 2010. No further complications were reported/anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 388928, lot#: 0209894187, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported a worsening of urinary symptom. On (B)(6) 2017, the patient suffered from very significant nocturnal and diurnal pollakiuria, with urination every 30 to 60 minutes, with small volumes of about 30-100 cubic centimeter. Factors that may have led or contributed to the issue remain unknown. Interventions include an unscheduled visit on (B)(6) 2018, stimulator repositioning, lead replacement, and system reprogramming. The issue was resolved at the time of the report. The event was not serious, related to the electrode and resolved on (B)(6) 2018. Relevant medical history includes idiopathic urinary incontinence since 2010. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 388928, lot# 0209894187, implanted: (B)(6) 2015, explanted: (B)(6) 2018, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the lead was not returned. No further complications were reported and/or anticipated.